Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. In response, the customer was advised to continue using the current pump with multiple daily injections as a backup. A replacement pump with updated software was sent by technical support, and the customer was instructed on the steps required to return the faulty pump, including putting it into storage mode and using a pre-paid label for return shipment. The customer acknowledged and understood all instructions provided.